Event description:
A customer reported that a t:slim x2 pump battery would not charge, even though they were using the tandem charging cable and wall adapter. There was no adverse impact on the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using different charging cables and adapters, but the issue persisted. Tandem technical support provided instructions for using a backup therapy method to ensure insulin delivery was not interrupted and sent a replacement pump.